Event description:
The pt reported that e8 (power interrupt) was displayed on the infusion device for one hour and the menu button did not function properly. She also reported, the up and down buttons do not work properly, the rubber is worn, and the infusion device goes into stop mode. When the menu button is pressed, the menu scrolls fast in the wrong order. She stated that on one instance, she attempted to bolus and the infusion device switched to stop mode and no bolus was delivered and e8 was displayed. She was unable to turn the infusion device off and she removed the battery and was unable to resolve the issue. After one hour, she reinserted the battery and had no further issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.